Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2010. Dtbb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated procedure, the epicardial left ventricular (lv) lead insulation was damaged. The lead was repaired with a silicone repair kit and remains in use. No patient complications have been reported as a result of this event.